Manufacturer narrative:
(B)(4). The occurrence date was reported as an unknown date ¿about five months ago.¿ as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal and intravenous antibiotics for four months (drug names, doses, and frequencies not reported) for peritonitis. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the patient had recovered and was switched back to pd therapy. No additional information is available.